Event description:
It was reported that the patient was seen in the emergency department after awaking to an alarm on their device. A right ventricular (rv) lead warning was noted. This right ventricular (rv) lead exhibited over-sensing and high impedance with a short v-v (ventricular-to-ventricular) noted. The device was reprogrammed and the lead was turned off. The alarms and detections were disabled and the patient was fitted for a life vest and discharged. Subsequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.